Manufacturer narrative:
(B)(4).

Event description:
The customer reports after insertion of the catheter the user found the catheter body ruptured around the 5cm from the juncture hub. The catheter was replaced.

Manufacturer narrative:
(B)(4). The customer returned a 2-lumen cvc catheter for evaluation. The box clamp was attached to the center of the catheter body and a pink dressing was taped on the catheter body between the clamp and juncture hub. No other components were returned. Visual examination of the catheter with the naked eye did not reveal any defects or anomalies. Functional testing identified a leak in the center of the catheter body; between the clamp and the juncture hub. Microscopic examination revealed a hole in the location of the leak identified in functional testing. The hole appeared to have a cut/slice horizontally across the width of the extension line body. The appearance of the damage was consistent with damage during use rather than a manufacturing defect. Dried blood was observed within the catheter body indicating the catheter had been used. The cut/hole in the catheter body is located 42 mm from the catheter juncture hub. The catheter body outer diameter and length were measured and were found to be within specification. The catheter was functionally leak tested by occluding the distal end of the catheter and injecting water into each of the extension line hubs using a lab inventory 10ml syringe. No leakage was observed from the distal extension line when pressurized. Water was observed leaking from the catheter body when the proximal extension line was pressurized. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggested techniques to mitigate the occurrence of damage to the catheter. It states "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow." The IFU also cautions "do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture." The customer report of the catheter body leaking in use was confirmed through visual/functional inspection of the returned sample. Functional leak testing of the catheter revealed a small hole in the catheter body. The appearance of the damage was consistent with damage during use rather than a manufacturing defect. A device history record review for the catheter did not reveal any manufacturing related issues and the catheter met all relevant dimensional requirements. Based on the condition of the returned sample and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports after insertion of the catheter the user found the catheter body ruptured around the 5cm from the juncture hub. The catheter was replaced.